Event description:
It was reported that customer experienced repeated cartridge alarms, including alarms 20 on consecutive cartridges while using pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump and was advised to rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump, instructed customer to place original pump in storage mode and return it within 10 days using provided materials, and informed customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.